Manufacturer narrative:
Device evaluation: one pneupac ventilator parapac plus was received for evaluation. A DHR review was completed and no issues were found. The returned unit passed all functional tests, but it was observed the tidal volume control was not operating smoothly. The reported fault can be confirmed as issue lies with the piping located behind the rotary flow valve assembly, which was creating the reported slight scratching sensation when the knob is turned. There were no findings of the knob jarring or sticking of the knob as it is turned, but a slight scratching sound can be heard around the 700 (ml) position. The scratching noise had no impact upon the device's tidal volume readings. The upper case and electrical chassis was removed for further investigation of the issue and it was noted that when the tidal volume knob was turned, the clear pipes coming from the rotary flow valve assembly would rotate and move as the knob passed the 700 (ml) position, making the slight scratching sound. The piping was found to not be fixed. Therefore, when the tidal volume knob is turned, it will move and the slight scratching sound is the pipe moving past a component of the device. The piping was replaced. Based on the evidence and investigation, the confirmed allegation problem source was noted to be a manufacturing issue.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that the "tidal volume control" on a smiths medical pneupac ventilators parapac plus 300 "has a slight scratching sensation when rotating around in various positions, from min to max and vice versa." No adverse effects were reported.